Event description:
Fixation post was reported to have broken during insertion. Post head was retrieved, but threaded portion remaines buried in the bone. No pt injury was reported. It was not known if the surgeon used the fixation post tap prior to insertion.